Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, as the 5max ace was being removed from its package, a crack was found near the hub. A new 5max ace reperfusion catheter was used to complete the procedure.

Manufacturer narrative:
Result: the penumbra reperfusion catheter 5max ace was fractured approximately 5.5 from the hub and 55.5 cm from the hub in the proximal catheter shaft. The catheter was also kinked approximately 1.0 cm from the hub underneath the strain relief and 4.5 cm from the hub in the proximal shaft. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra reperfusion catheter 5max ace was removed from the packaging hoop and cracked at the hub. Evaluation of the returned product confirmed two fractures in the proximal shaft of the catheter and two kinks in the proximal shaft. This type of damage typically occurs if the product is improperly handled during removal from the packaging or during preparation for use. If the product is removed from the packaging at an angle or mishandled, it is likely that damage will occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.